Manufacturer narrative:
The returned vercise ipg was analyzed and passed all functional testing and exhibited normal visual characteristics. The ipg was able to be fully charged in one cycle and successfully paired with a good known remote control (rc). A labeling review was conducted and did not reveal any anomalies. Additionally strong electromagnetic fields can potentially turn stimulator off or cause temporary changes in stimulation of interfere with the rc communication as stated in the instructions for use (IFU). Based on a review of all available information, the cause of the reported event could not be confirmed and engineers concluded that no problem was detected.

Event description:
It was reported that the patient was experiencing difficulties communicating between his deep brain stimulation (dbs) implantable pulse generator (ipg). Attempts to establish communication with the ipg and several remote controls and clinician programmers were made, however were unsuccessful. The patient underwent a procedure where the ipg was replaced with another of a different model. The patient did well post-operatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulties communicating between his deep brain stimulation (dbs) implantable pulse generator (ipg). Attempts to establish communication with the ipg and several remote controls and clinician programmers were made, however were unsuccessful. The patient underwent a procedure where the ipg was replaced with another of a different model. The patient did well post-operatively. No further information has been obtained despite good faith efforts.